Manufacturer narrative:
The reported event on the autopulse platform (sn (B)(4)) displaying fault code (ua) 27 (encoder fault) message was not reproduced during functional testing; however was confirmed through the archive data review. During investigation, no malfunction was observed on the encoder gearbox, which could have caused or contribute to the fault code 27. Therefore, the root cause could not be determined. During visual inspection, the encoder drive shaft exhibits binding and resistance. This observation was not related to reported event. The autopulse platform is manufactured in december 2019 and is less than 6 months old. The initial functional testing of the autopulse platform could not be performed due to fault code 43 (fan fault detected) message displayed upon powering on. This is not related to the reported complaint. The root cause is due to a defective fan assembly. The archive data review showed fault code 27 and multiple fault code 43 on the reported event date. The fan assembly was replaced to address the fault code 43. After replacing the fan assembly and deburring of clutch of the drive shaft, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The load cell characterization test indicated both cell modules are functioning within the specification. The platform passed all functional tests and is ready for clinical use.

Event description:
During patient use, the autopulse platform (sn (B)(4)) displayed fault code 27 (encoder fault) message. The user tried to clear the error by pulling up the lifeband and restarting the platform, however the user was unable to clear fault code 27 message. The user performed manual CPR. No consequences or impact to patient was reported.